Event description:
Affiliate reported that following surgery where a microsensor was introduced and removed, the end of the sensor broke and remained within the patient.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation, a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the pressure sensor and case are missing. Catheter material and internal wires are stretched and broken. Device received in three pieces. No testing possible mfg. Date: 2/13/12. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.